Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex nexgen femoral component cat#:00596001851 lot#: unk, nexgen tm tibial tray cat#:00595405702, lot#: unk , nexgen all poly patella cat#: 00597206538, lot#: unk . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 04864, 0001822565 - 2018 - 04866 . Product location unknown

Event description:
It was reported that the patient is experiencing stiffness on knee and manipulation was done within a month after initial left hip procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.